Event description:
It is reported that the patient was having difficulty regaining range of motion requiring manipulation post total knee replacement.

Manufacturer narrative:
Evaluation codes: the primary operative notes state that the computer assisted guide was used for mapping. Notes also state that alignment, stability and motion were achieved with the trial components, and soft tissue release was performed for correction. Patient underwent manipulation procedure with no anomalies noted. No devices or photos were received; therefore, the condition of the components is unknown. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.